Event description:
Device will not turn on.

Manufacturer narrative:
It was reported that the device would not power on. Due to this, the user reported that he had "not had a breathing treatment in a week and needs the nebulizer to breathe". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.